Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent implantable pulse generator (ipg) replacement procedure. Patient was successfully programmed postoperatively. The explanted ipg kept by facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the past 6 months prior to the date the manufacturer became aware.